Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR. Report number 3004209178-2014-84501.

Event description:
The patient stated that she was hospitalized due to low blood glucose levels, and when the sensors were removed, the cannulas were bent. The patient experienced this issue with three different sensors. Nothing further was reported.